Event description:
Information was received that a smiths medical cadd solis vip pump had an alarm of cassette not attached. There were no patient adverse effects.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be good condition. Customer's complaint of alarming cassette not attached properly was verified. The event log shows mutiple alarms on 10/23118. The downstream occlussion sensor will be replaced by service as a precaution. Use testing was performed. The problem source is unknown.

Event description:
Update from customer. No patient involvement.